Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6)2017. (B)(4). Approximate age of device ¿ 1 year. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital from (B)(6) 2017 to (B)(6) 2017 due to diarrhea and a worsening of the patient's general condition. Blood samples showed hypokalemia at 2.8 mmol/l, c-reactive protein (crp) 25.2 mg/dl and inr 3.6. Bacterial enteritis was suspected. Cultures of the driveline exit site were positive for staphylococcus aureus. Treatment with unspecified antibiotics was started. During hospitalization, the patient¿s crp level went down to 17.78 mg/dl, but leucocyte levels went from 5.27 nl to 11.9 /nl. On (B)(6) 2017, the patient was found expired in bed. Resuscitation attempts were unsuccessful. It was reported that the cause of death was due to a major infection. No additional information was provided.

Manufacturer narrative:
The device was not explanted and was not not available for evaluation. A specific cause for the reported infection and subsequent patient outcome as well as a direct correlation to device could not be conclusively determined. Infections (driveline, local, and pump pocket) are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.